Event description:
It was reported that the customer had high blood glucose levels of 186 mg/dl. The customer reported that the insulin pump alarmed no delivery while changing the infusion set. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to push insulin slowly from the reservoir. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into insulin pump and to run a manual prime. The customer reported that the insulin pump alarmed no delivery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump but the customer stated the he was going to continue using it. The customer was advised to monitor himself. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)